Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: (B)(4). Lot: 26p7594. Manufacturing site: bettlach. Release to warehouse date: february 27, 2020. Expiry date: february 28, 2040. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: (B)(4), lot number: 26p7594) was received at us customer quality (cq). Visual inspection of the complaint device showed the threaded distal tip was broken and the broken fragment was returned. The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: (manufactured rev) specified dimensions: shaft od. Groove diameter. Measured dimensions: shaft od = conforming. Groove diameter= conforming. Document/specification review: connector for insertion handle: current and manufactured revisions dimensional tolerances were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes, the returned device received in broken condition. Investigation conclusion: this complaint is confirmed as the distal tip had broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021, the driving cap/threaded broke off in the unknown insertion handle. There was no surgical delay and harm occurred during the procedure. The patient outcome was unknown. Concomitant device reported: unknown insertion handle (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) driving cap/threaded. This report is 1 of 1 for (B)(4).